Event description:
It was reported that during the stenting procedure in the right internal carotid artery, after post dilatation of the rx acculink stent with a viatrac 14 plus 4.0 x 30 mm dilatation catheter, a distal edge dissection was noted. The dissection required treated with the placement of a second rx acculink stent. The patient was discharged home one day after the procedure. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Other: bivalirudin. Embolic protection: emboshield nav 6. Stent: rx acculink 7.0 x 40. There was no reported product deficiency. The reported patient effect of dissection is listed in the product instructions for use as a known potential adverse effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.